Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported issue of "check energy cord" message and that the e-100 generator was not activating or firing the instrument. The fse removed and replaced the cable from e-100 to vision side cart to resolve the issue. Following this, the system connected with the same e-100 generator was retested, operated without error and verified as ready for use. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system sk0091 for a da vinci assisted sleeve gastrectomy matching the documented event details. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 generator was showing the message: "check energy cord". The technical support engineer (tse) checked the live logs but they were not available during the call. The tse asked the clinical sales representative (csr) if it was possible that the customer had grasped too thin a piece of tissue and the instrument was arcing, but the csr replied that they hadn't. The csr stated that they moved the vessel sealer extend instrument and connected it to the erbe generator and were proceeding with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr confirmed that he was present during the procedure. He confirmed that this event occurred during a sleeve gastrectomy procedure on (B)(6) 2022. The procedure was completed robotically with the erbe generator. There was no patient injury.